Event description:
During a pulmonary vein isolation ablation, a polarxfit catheter was selected for use. The catheter was prepared appropriately and inserted through the sheath to the left atrium. Approximately 10 seconds after inflation inside the body, a blood detection error appeared. It is unknown if blood was visible. The balloon catheter was replaced. The procedure was completed with the new catheter. No patient complications occurred. The catheter is expected to return for analysis. Additional information revealed there was no blood visible after the error.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation ablation procedure a polarxfit catheter was selected for use. The catheter was prepared appropriately and inserted through the sheath to the left atrium. Approximately 10 seconds after inflation inside the body, a blood detection error appeared. It is unknown if blood was visible. The balloon catheter was replaced. The procedure was completed with the new catheter. No patient complications occurred. The catheter was returned for further analysis. Additional information revealed there was no blood visible after the error.

Manufacturer narrative:
The polarx catheter was evaluated by boston scientific. No visible blood was observed inside the balloon. The polarx was then leak tested and passed all inner and outer balloon leak tests. The device was then dissected to investigate the blood detection wires for any damage or defects that would have resulted in the blood detection error seen in the field. There was also no damage found to any of the blood detect wires. The injection tube had insulation present in specified locations to prevent any contact with the blood detect wires. No device damage or defects were observed that would have resulted in the blood detection error seen in the field. Device was found within specifications.

Event description:
During a pulmonary vein isolation ablation procedure a polarxfit catheter was selected for use. The catheter was prepared appropriately and inserted through the sheath to the left atrium. Approximately 10 seconds after inflation inside the body, a blood detection error appeared. It is unknown if blood was visible. The balloon catheter was replaced. The procedure was completed with the new catheter. No patient complications occurred. The catheter is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.